Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during bolus. The patient's blood glucose level was 294 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer does not use the sensor feature on the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty sensor resistor. However motor passed motor test. Pump passed basic occlusion test, no delivery test and displacement test. Pump had minor scratched display window and cracked reservoir tube lip.